Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.

Manufacturer narrative:
H6: corrected.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 4362148 200-02-38 - three peg patella 38mm. 4439792 02-010-01-0350 - logic femoral ps cem right sz 5. 4477055 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. These devices are used for treatments, not diagnosis. There is no other information available.